Event description:
This ra lead was implanted in (B)(6) 2008 and still remains implanted at this time. During a follow up on (B)(6) 2017, the lead was not able to deliver effective stimulation. The lead was not correctly connected to the device. The physician reinserted the lead and pulled the lead out of the device header. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).